Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues associated with heartmate 3 left ventricular assist system (lvas), serial number mlp-037547, were reported or identified through this investigation. The controller event log file contained events from 03jul2025 through 14jul2025. No notable events or alarms were captured, and the device appeared to operate as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number mlp-037547, with no further events reported. The relevant sections of the device history records for mlp-037547 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Previous admission for right heart failure was reported under MFR #: 2916596-2025-04855.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been admitted with right heart failure (rhf) several times in the past month (cs-214927). The team was trying to make a plan to possibly uplist the patient for transplant. They wanted to double check and make sure they weren't missing anything with the left ventricular assist device (lvad). The log files were reviewed and contained a few clusters of pulsatility index (pi) events as well as routine power source changes. Pi events occur when there are sudden and substantial changes in the pi, these can be considered routine. There were no unusual system controller alarms or abnormal pump faults seen in the log file. The device was operating as intended electronically and mechanically.

Event description:
It was reported that right heart failure (rhf) existed prior to the left ventricular assist device (lvad). A device related issue did not cause or contribute to rhf. The patient was overloaded with shortness of breath and lower extremity swelling. The event was treated with dobutamine and diuresis. The patient was up listed for heart transplant.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.